Manufacturer narrative:
Image review a diseased section of vessel was identified in circumflex artery (lcx) and branches of the lcx artery. Pre-dilations were carried out. A total of three stents were deployed in the cx artery; there was approximately 30mins of a time gap noted between the deployment of the 2nd and 3rd stents. Post-dilations were carried out. The reported position difficulty/failure to cross was not identified in the returned set of procedural images. The initially reported dislodged stent was not identified in the returned set of procedural images. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information it was later reported that the stent did not dislodge. The complaint is that the resolute onyx stent failed to cross the lesion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx coronary drug eluting stent to treat a lesion in the proximal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that stent dislodgement occurred during delivery. The cardiologist was trying to overlap the resolute onyx stent with a non-mdt stent at the mid circumflex. However, a no cross was experienced and subsequently the dislodgement occurred. The dislodged stent was not removed. The lesion was treated with a 3.0 x 15 mm resolute onyx device. The patient is alive with no injury.